Event description:
It was reported by a peritoneal dialysis (pd) patient¿s spouse that a fluid leak was discovered during fill 1 of 3 during pd treatment. The patient¿s spouse indicated there was a filling slowly message as well as patient line blocked message prior to finding that the stay safe connector was leaking. In a follow up with the patient¿s spouse it was noted that the blue pin just wasn¿t right. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient¿s spouse was able to reset up with new supplies and complete treatment. The cycler set used by the patient was discarded and is not available to be returned for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s spouse that a fluid leak was discovered during fill 1 of 3 during pd treatment. The patient¿s spouse indicated there was a filling slowly message as well as patient line blocked message prior to finding that the stay safe connector was leaking. In a follow up with the patient¿s spouse it was noted that the blue pin just wasn¿t right. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient¿s spouse was able to reset up with new supplies and complete treatment. The cycler set used by the patient was discarded and is not available to be returned for analysis.